Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2013 and mesh was implanted. It was noted prior to using on the patient, that the foil pouch was torn. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the unopened foil and the outer package (envelope) show a slit at the middle on one side due to opening the cardboard packaging with a cutter knife. We exclude that this slit foil and slit envelope are due to incorrect opening of a box.